Event description:
The following has been reported: biomed reports pump is having trouble priming. Pump starts but immediately stops and cassette misload message displayed. Tried cassette on different pump, no issues, then transferred cassette back to this pump and same problem. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: mechanical hardware failure (av spring cage). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Device unable to recognize sets. Defective fva assembly caused by broken rocker arm axle. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.